Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set disconnected from the patient which resulted in a fluid leak. The disconnection from the patient occurred when the set was caught in the bed after not being screwed on tight enough. This issue occurred during oxytocin infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.